Manufacturer narrative:
B5: upon follow-up, it was reported that the patient has recovered from the peritonitis and was discharged from the hospital (on an unknown date). It was reported that retraining was done for the caregiver and the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, weakness and body pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized, recovering from weakness and body pain and recovered from peritonitis and cloudy pd effluent. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.